Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to transmit after it was placed in the patient. The customer used the same bravo recorder and got another capsule and it paired just fine. The capsule was still in the patient and the physician did not want to place another capsule. There was no patient and user harm.